Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the tunnel drilling the drill bit broke. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
One 4.5mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. The drills shaft is bent at the break location. Further examination of the drill head showed the primary cutting surface is worn and heavily burred.

Manufacturer narrative:
Evaluation was not possible, as the devices have not be returned, however photos were supplied. Examination of the photo showed a 4.5mm flexible endoscopic drill that has broken approximately mid-point of its length confirming the reported complaint. With the limited clinical details and the lack of the drill no root cause can be determined. In the event the device is returned a complete evaluation will be made and added to the record. Further investigation is prohibitive at this time.